Event description:
It was reported that a patient with diabetes experienced two instances of line block alarms during therapy, where in the first event the infusion site was changed but no insulin drops were observed during priming, leading to a subsequent tubing change. The patient¿s glucose level was reported as 283 mg/dl, and correction was performed using a manual insulin injection followed by a bolus via the pump after site replacement. There was patient involvement with no harm. This report captures the first of the two instances.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.